Event description:
Event: treatment provider stated: "while treating the right side of the face, forehead and chin the discomfort produced was disproportionately high". "There were subsequently two areas of blistering. One on the left chin, which subsequently healed and one on the central forehead, which granulated slowly but with some scarring". Product problem: end blocks gold coating had failed. Dose or amount: 36-40 j/cm2, frequency: per pulse. Route: transdermal. Dates of use: 1 treatment (B) (6) 2010 -- (B) (6) 2010.